Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer 2.2 was jammed and not closed. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.2 was sticking and failed to close. The field service engineer (fse) found that the half-height matrix drawer rails were damaged. So, the fse removed the damaged drawer, and attempted to install a new drawer. During installation, drawer 2.1 wouldn¿t close due to interference with the bowed handle of drawer 1¿s mini drawer. The fse made multiple adjustments to the guide rails, and the handle was corrected. The drawer was successfully closed and configured in es. The fse verified the drawer functionality using test software, and the customer confirmed that test passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer 2.2 was jammed and not closed. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.